Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned without any blood or contrast visible. The stent implant was returned dislodged from the sds. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a kink in the distal shaft 3.2 cm distal to the guide wire exit notch. There was no other damage noted to the sds. The protective sheath was returned. A snap gauge was used to measure the outer diameters of the stent implant. The measurements met manufacturing criteria. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, or handling of the stent during preparation. To ensure this is not the result of manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The stent outer diameters and inner diameter of the protective sheath were measured and met manufacturing criteria. In this case, it is possible that during preparation, negative pressure was applied during sheath removal or force was applied when removing the protective sheath, resulting in the stent dislodgement. Reportedly, the stent dislodgement was not noted until the sds was introduced into the patient. It should be noted in the rx vision instructions for use (IFU) states: prior to using the multi-link mini vision coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Analysis noted a kink in the distal shaft. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to have or have contributed to the reported stent dislodgement. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported stent dislodgement. Review of the device history record did not produce any findings relevant to this report. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
Device issue: dislodged stent. Time of device issue: before use. Adverse event: none. It was reported that during the procedure the stent was noted to be dislodged as it was being introduced into the patient. The physician looked at the device an noted there was no stent on the balloon. The stent was found inside the protective sheath. Another vision 3.5x8 stent was successfully used to complete the procedure. Reportedly, there were no patient effects. No additional event or patient information is available.